Event description:
It was reported that the external pulse generator had broken ports. The generator was returned for service. It was noted that the (competitor's) cable that was being used with it was being returned as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken ports, the output connectors were broken. It was further noted that the hanger assembly and ring screw were contaminated, that the display red and white wires were pinched and that the encoder flex was twisted. All found defective parts were replaced. (B)(4).